Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right atrial (ra) lead implant, the lead position was adjusted multiple times, the lead could not be affixed, and dislodged. The ra remains implanted, out of service and was replaced with a different lead. No patient complications have been reported as a result of this event.